Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.5.0) installed on iphone 12 pro (ios 16.5) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4) , version e. We were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary to perform a comprehensive analysis. The provided analytics logs don't capture any pairing attempts. We believe the reported behavior might be due to missing bonding keys which typically cause reconnection after pairing to fail. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: settings > general > iphone storage > minimed mobile > delete app. By performing this step, the customer will remove all the cached information related to the app. Remove the pump from the ios bluetooth settings. Restart the phone. Install the minimed mobile app. Wait 10 minutes. Open the app and attempt pairing again. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error as they received something went wrong screen and no communication between pump and the mobile. The customer reported no adverse event. The event involved product(s) mmt-6102, mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated for software error and communication issue. No harm requiring medical intervention was reported. No product return is required for mmt-6102. No product return is required for mmt-7333.